Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2011 by the hospira field service engineer. The power cord was received on (B)(4) 2011. Investigation is not complete. This represents all the info known by the reporter upon query by hospira personnel.